Event description:
It was reported the patient feels the ipg is too big for the pocket and causes discomfort. Reportedly the patient has a very slim body type. The patient is feeling stimulation. The ipg was explanted and replaced with an eon mini on (B)(6) 2012.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned ipg was performed and no discrepancies were noted. The device passed mechanical and electrical testing. The observation of pocket discomfort could not be confirmed in a laboratory environment during analysis. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.